Manufacturer narrative:
Further inspection of the returned unit found no other abnormalities. The cause of the internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, no image was observed due to a faulty charge-coupled device (ccd). The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus. This report is being filed for no image during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.